Event description:
During the procedure with the trellis device, the distal balloon burst while in the patient. No injury reported.

Manufacturer narrative:
A DHR review was performed on product code bvt812030, lot# 551619, which was manufactured in november 2012 and the expiration date is november 2014. This lot was 100% visually inspected with no defects detected. Additional information has been requested. Should it become available a supplemental report will be submitted.